Manufacturer narrative:
Date of implant: date approximate. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 : the patient presented for surgery due to pseudo-arthrodesis of lumbar spine. As per-op notes, ¿local graft together with bone graft extender soaked in bone marrow aspirate was used together with bone morphogenic protein and a bilateral posterolateral fusion was performed at l4-5. A bilateral posterolateral fusion was performed at l5-s1.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.